Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette pd set had ¿air in lines and leak¿.the leak was from an unspecified location; further described as ¿the floor was wet but nothing else is¿.the air was reported as in ¿final, both supply and drain line¿. This occurred during dwell six (6) of six (6) of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. The caregiver (cg) reported that they called the patient¿s registered nurse and the therapy has ended. Renal therapy services (rts) reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.